Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses apidra insulin in their cartridge. The customer experienced a blood glucose level (bg) level of 580mg/dl and 0.3mmol/l ketone level. A manual injection was administered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. A complete supply change was performed resolving the occlusion.